Manufacturer narrative:
Report confirmed. Evaluation determined that the tool head fractured approximately 1/8" proximal of the head. Examination of the fracture surface identified that the instantaneous zone was very small and uniform and the fracture plane was flat. This indicates that the fracture is consistent with a side load and a single point of origin. A very small surface defect was noted under magnification that is the likely point of initiation. The reported back spin was likely observed immediately after the tool fractured. There was no evidence of a tortional fracture surface. On follow-up it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff".

Event description:
Report received stating, "when the surgeon took his foot off the pedal, the drill back spun and broke the head/burr of the tool off. The head was not found. The patient was immediately taken to x-ray. The tool was immediately found and removed. There was no patient impact." On follow-up it was confirmed that there was no patient impact.